Event description:
It was reported that the patient right hip was dislocating, so the surgeon revised to a constrained liner.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. Explantation damage was observed on the surfaces of the retuned trident insert. No evidence of impingement with the femoral stem was observed on the rim of the insert. It is not possible to tell if the damage on the inner surface of the rim of the insert occurred pre or post the reported dislocation. No material or manufacturing defects were observed on the samples inspected. Dimensional and functional inspections were not performed due to the damage of the device. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient right hip was dislocating so the surgeon revised to a constrained liner.